Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no power to the device. When the field service engineer arrived, the station was functioning properly. The engineer checked the power cable, power module, and ac outlet, rebooted the station several times, and tested all devices using the hardware test application. The station was working well at that time. The customer agreed to monitor the device and report any further issues. During the service, the engineer rebooted the station, cleaned the electronics drawer and the area around the communication sled and power supply, checked for medications, and removed debris from the bottom edge of the back panel. Loose drawers were checked, and the drawer cable was reseated. The system functioned as intended after the field service engineer completed the repair.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a power failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.